Event description:
It was reported to vyaire medical that the fio2 fraction of inspired oxygen) was not within range for 30% on the avea ventilator. The issue occurred during patient-use and the customer reported the ventilator was swapped out. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. All pneumatic and electrical connections were checked and no anomalies were found. The assembly was installed into a known good top level system and after powering it on no alarms were active. Using the fio2 blending accuracy (low ve) setting and using oxygen analyzer,the unit was cycled for a minimum of 48 hours and was not able to reproduce the reported issue.